Manufacturer narrative:
The report is based solely on the information provided by the customer. Customer responded the due diligence email stating that the device is working fine indicating that it was functioning as intended for use at the time of the event. The customer did not specify any type of malfunction against the device in question. For this reason, the historical complaints cannot be reviewed for similar events. A device history record (DHR) of the affected serial number did not reveal any issues that could have contributed to the reported incident. No ncrs were identified. The unit passed all verification testing and met manufacturing specifications prior to being released for distribution. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states, test fall monitor functionality every time before each use and when leaving the patient unattended. The sitter on cue provides an early warning when a patient attempts an unassisted exit from a sensor. This system does not prevent falls or injury from falls and is not a substitute for patient care, rounding and a comprehensive falls management protocol in your facility. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacture reference file #(B)(4).

Event description:
Tm reported complaint via email. Patient fall occurred with an alarm, no injuries. Request to have product returned for inspection. Sn (B)(4).